Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material exiting from the air/water nozzle and nozzle was clogged with adhesive removal. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings were as followed: distal end plastic cover had dent/scratches, bending section cover was cracked on both sides, objective lens had tiny edge chip/scratches/worn, light guide lens was worn, switch/camera required cut 1 and 3, insertion tube was scratched, control body was missing cylinder color ring, scope connector had a loose auxiliary inlet, light guide prong/mount had scratches on cover glass, angulation wire were stretched, control knob movement was recommended and all labels were recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Correction to information provided in the initial report: it was reported, the gastrointestinal videoscope nozzle was clogged. The issue occurred during reprocessing. There were no reports of patient harm. This report is not being submitted to report the malfunction found during device evaluation, as was previously reported in the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: g3 - date of awareness should be jan 22, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the unidentified foreign material clogged in nozzle could not be determined since no physical damage of the device was confirmed at where the foreign material was remained and whether there was deviation from instructions for use in reprocessing steps were not confirmed. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection . Instructions for use states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.